Manufacturer narrative:
(B)(4).

Event description:
A provider reported that a patient's vns system was exhibiting high lead impedance. It was reported that this was the first device check since the patient underwent generator replacement on (B)(6) 2013. Follow-up confirmed that the high impedance condition was observed via system diagnostics, battery status was full, x-rays were not taken, no report of any patient manipulation or trauma, and surgery date has not been set yet. Review of available programming and diagnostic data revealed no anomalies and confirmed that two system diagnostic tests were performed at the most recent device replacement surgery on (B)(6) 2013 and indicated normal impedance values. The patient has been referred for revision surgery but no known surgical interventions have occurred to date.

Event description:
The patient underwent full replacement surgery on (B)(6) 2016. The post-op lead impedance were within normal limits. The explant facility reportedly does not return explanted products.